Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Air was noted in the arterial line at the start of a routine hemodialysis treatment. The operator contacted technical support for assistance. Due to the amount of time the blood pump was stopped rinseback was not completed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing air removal procedures as instructed, and not returning the patient's blood in a timely manner. The user's guide provides adequate instructions for troubleshooting air alarms and performing air removal. The reported air alarm is attributed to a leak in the patient's access needle. The cycler alarmed appropriately. Facility staff has been notified of the event. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.